Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly and stated missing data after uploading to carelink. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-7333.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database audit logs. The reported event is not confirmed. To assist with the resolution of the issue, we provided the helpline team with the following feedback : we see that there is a gap of few months between last 2 uploads. The pump has a limited memory on 780g pumps for storing pump history data, and as a result, the pump history records were not available since the user did not upload the data for a long time. This is in contrast to the sensor history data, which is stored separately for 780g pumps. So it is recommended that the user does more frequent uploads to avoid data loss. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is due to delay in data upload by the user. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.